Manufacturer narrative:
The calibration and quality control data were stable. Upon review of the alarm trace, no abnormalities were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the alt alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation assay on a cobas 8000 c 702 module. The sample initially resulted in an alt value of 95 u/l. The result did not match with previous results. The sample was repeated three times, resulting in alt values of 188 u/l, 205 u/l, and 210 u/l. It was asked but it is unknown if a questionable result was reported outside of the laboratory. The alt reagent lot and expiration date were requested but not provided.